Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was 520 mg/dl at the time of incident. The customer's blood glucose was 176 mg/dl at the time of call. The customer reported that the blood glucose started to rise after infusion set change. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.